Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that something was wrong with their implantable cardioverter defibrillator (ICD). They stated that the lower rate was set to 60 beats per minute (bpm) but noticed that their heart rate was dropping below that into the forties. They noted they were active that weekend and thought their heart rate should have gone up. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up with the clinic indicated that the patient¿s low heart rate in the forties was not likely related to a product performance issue. It was noted that the current electrograms (egm) showed a premature ectopic which can often show a false low heart rate on some external devices the patient might be using. The patient¿s histogram showed night rates at or above the lower limit of 60 and day rates were higher. The clinic explained to the patient why they were seeing a false heart rate that was lower than the limit of the device. No further action was taken as a result of the event.